Manufacturer narrative:
Unit was received with no unexpected blank display anomalies noted. Passed displacement test, rewind test, basic occlusion test, forced sensor system test and off no power test. The operating currents were in spec. Unit was received with stuck motor error alarm loop during basal delivery. Motor was tested outside of the unit and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit was received with cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corners and cracked battery tube threads.

Event description:
The customer reported via phone call that his insulin pump alarmed motor error during a bolus attempt and when he put insulin in the pump. Customer does not recall any significant events leading to the error. Customer's blood glucose was 213 mg/dl at the time of incident. Troubleshooting was attempted for the motor error and customer was able to complete the rewind sequence however, customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.